Event description:
Iabp initiated in ICU. Pumping & working well without signs of failure. Iabp flushed battery failure & indicated there was 10 min of battery life & immediately failed. Pump pulled back in and started charging. Iabp left pulled in & charging until arrangement were made for transport - approx 20 min. Transport initiated iabp failed again approx 10-15 min. Into transport.